Manufacturer narrative:
An event of patient-device incompatibility was reported with patient effects of pericardial effusion. A cine review was performed and it concluded that imaging demonstrates a small transverse sinus and a pericardial effusion and the etiology of pericardial effusion is unknown as the full deployment method was not captured. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility could not be determined. An unexpected medical and surgical intervention were likely cascading effects from the event, as pericardiocentesis was performed and the laa was clipped and repaired. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993.

Event description:
Medidata case# (B)(4). It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery system. A transesophageal echocardiogram (tee) was performed prior to the procedure, which revealed no evidence of intracardiac thrombus or pericardial effusion. Transseptal access had already been achieved using a radiofrequency wire as part of a concomitant procedure for persistent atrial fibrillation refractory to medical management, typical right atrial flutter, and typical left atrial flutter. Mapping and ablation were performed using non-abbott electroanatomic mapping, and intracardiac echocardiography (ice) was used for transseptal puncture and perioperative monitoring via an abbott viewflex xtra 9 f catheter. An abbott 8.5 f deflectable sheath was used for transseptal access and ablation catheter stability. Following ablation, a wet-to-wet exchange was conducted using the 14f amplatzer torqvue delivery system and a 28mm amplatzer amulet device. Multiple ice and tee measurements were performed to delineate the anatomy of the left atrial appendage (laa), revealing a depth of at least 11 mm and a landing zone of 25 mm. The amulet device was positioned and two deployment attempts of the amulet device were made and deployed. However, closure was unsatisfactory due to undersizing. The device did not seal the appendage adequately, particularly around the free wall of the laa. Repeat measurements and angiography under fluoroscopy were performed. During this time, the patient¿s blood pressure dropped, and ice imaging revealed interval development of pericardial effusion with signs of impending chamber collapse. Emergent pericardiocentesis was performed using a micropuncture needle, confirmed by microbubble injection and wire under fluoroscopy. A pigtail catheter was introduced via a 5 f long sheath, and bright red blood was drained and auto-transfused through the right common femoral vein sheath. Protamine was administered to reverse the (B)(4) units of heparin given during the procedure (act >350 ms). Despite initial resolution of tamponade, reaccumulation of blood was noted. After discussion, the cardiothoracic surgery team decided for the patient to be taken emergently to the operating room. A pericardial window procedure was performed, followed by suture-mediated repair of the laa base and surgical clipping of the laa. A microperforation was identified at the base of the laa, near the areas of ablation and device placement, attributed to a retention wire from the abbott amulet device. A pericardial drain was sutured in place using non-abbott material and maintained under negative suction. Two right femoral venous access sites were closed using perclose vascular closure devices, with one access maintained for transfusion and medication administration. Venous access sites were closed successfully. The patient was reported to be stable and recovering in the cardiovascular intensive care unit (cvicu).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery system. A transesophageal echocardiogram (tee) was performed prior to the procedure, which revealed a mild to moderate pericardial effusion at baseline. Transseptal access was achieved, followed by completion of the ablation. A wet-to-wet exchange was then conducted using a 14f amplatzer torqvue delivery system and a 28mm amplatzer amulet device. Following the exchange, two deployment attempts of the amulet device were made. The device was completely retracted into the delivery system after the second attempted deployment. The device selected was undersized and was not exchanged. After the second attempt, an increase in pericardial effusion was observed. In response, pericardiocentesis was performed and protamine was administered. Heparin had been administered during the procedure, totaling 17,000 units. The activated clotting time (act) was noted to be 114. Although the patient was stabilized, pooling in the pericardial space persisted. The patient was subsequently transferred to the operating room, where a pericardial window procedure was performed. This was followed by surgical clipping of the left atrial appendage (laa). A microperforation was found at the base of the left atrial appendage, near the areas where ablation and device placement had occurred. The provider indicated that it appears a retention wire from the abbott device caused the microperforation. The patient was reported to be stable and recovering in the cardiovascular intensive care unit (cvicu).